Event description:
Nursing in both our ICU and ed care areas were experiencing what they called a "phantom" bradycardia alarm on their vocera badges. The assigned nurse would be notified of a bradycardia alarm but when they would go to the nihon kohden(nk) bedside monitor, no alarm was indicated. At our hospital, we have patient alarms from our nk monitoring system connected as a secondary notification system through the vocera badge. As alarms are generated at the nk bedside, they will also trigger an alarm at the assigned nurse's vocera badge. An escalation process is established to help with coverage for the vocera alerts. After investigating these "phantom" alarms. We discovered the nk bedside monitor has a 15 second delay before an audible alarm is generated at the bedside. However, the nk bedside monitor sends a message to the nk gcs gateway where it feeds to our vocera system. So if a patient is in a bradycardia condition, but self-correct with-in the 15 second alarm delay, no alarm is alerted at the bedside, but a alarm is sent to the vocera badge via the nk gcs gateway. Testing was performed and validated this scenario. Our clinical staffs have been informed of this scenario and will make any necessary bradycardia alarm limit changes based on the clinical needs of the patient. Per site reporter: the manufacturer is fully aware of this scenario. The manufacturer is looking to have the cgs gateway server match the alarm delay settings that would exist on the bedside monitor.